Event description:
Patient reported unknown side deflation. Healthcare professional later confirmed right side "decrease in volume". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed openings on the device. Additional observations: crease fold and wear abrasion observed on the device. White particles observed inside the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, unknown side deflation. Device remains implanted.

Event description:
Healthcare professional later confirmed right side "decrease in volume". Device has been explanted.